Manufacturer narrative:
Other, other text: d4: UDI section is unknown, no information available. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was damaged and required repair or replacement. The bedside nurse reported that the patient's tracheostomy suction port was not working and a crack was found. Patient was fasted to have tracheostomy tube replaced. Patient had to undergo tracheostomy change in less than 28 days. Tracheostomy tube was inserted on the (B)(6) and needed to be changed due to the cracked suction port on the (B)(6).

Manufacturer narrative:
One device was received for investigation. Under visual inspection and functional testing a crack was observed. The reported complaint was confirmed. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of products. To further investigate the cause of the observed condition, the device has been forwarded to another investigation site for additional analysis. A supplemental report will be provided when further information becomes available.